Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a prolieve procedure on a male patient (weight of patient is unknown) in 2008. According to the complainant, during the procedure, there was a "leak in the catheter". The location of the catheter leak is unknown. The case was completed with another of the same prolieve thermodilatation kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A review of the design history record showed the lot to be manufactured in accordance with the dmr. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.